Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to interventions and claudication/leg pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the 17-jan-22, the patient was implanted with one biomimics 3d (bm3d) stent in the left leg, a 6.0 x 150 mm stent which was used to treat a denovo lesion of the superficial femoral artery (sfa) middle third to proximal popliteal. A contralateral approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was post-dilated with pta and a boston scientific drug coated/eluting balloon (dcb/deb). A boston scientific bare metal stent was also placed post bm3d implantation. The site identified a restenosis of treated segment (target lesion) on (B)(6) 2023. It was reported as not related to the device and not related to the procedure. It was reported as being due to a worsening pre-existing condition. It was target lesion related. The patient presented to the office for 6-month follow-up bilateral lower extremity ultrasound (us). The patient stated to the us technician that he had complaints of bilateral claudication. The us showed stenosis of the sfa in the left lower extremity (lle). The patient had a laser/atherectomy and pta/standard balloon angioplasty performed on 21-jul-23 for findings of a severely diseased left sfa proximal third to distal third with in-stent stenosis > 80%. It was reported as a target lesion/vessel revascularisation (tlr/tvr). The outcome was reported as resolved/recovered. The device remains implanted. The event was reviewed by veryan on (B)(6) 2023 and considered possibly related to the device.